Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced overstimulation at the ipg site when stimulation was on. Diagnostics indicated impedance readings were within normal ranges. Surgical intervention was undertaken on (B)(6) 2016 and the pocket site was revised which resolved the issue.